Event description:
It was reported that on (B)(6) 2013, two 3.0x15mm xience v stents were successfully implanted in the left main, proximal left anterior descending (lad) and proximal left circumflex coronary arteries and 2 xience v stents were implanted in the mid lad. Post procedure, the patient experienced elevated cardiac enzymes, less than 4 times the normal upper limit. No treatment was reported. On (B)(6) 2014, the patient reported chest pain. On (B)(6) 2014, the patient was hospitalized. A positron emission tomography (pet) scan was performed finding in-stent restenosis. On (B)(6) 2014, per diagnostic angiogram, in-stent restenosis was noted in both of the 3.0x15mm xience v stents. No additional treatment was provided and on (B)(6) 2014, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Add'l lab tests: (B)(6) 2013: ck-mb=6.9 ng/ml, normal upper limit 5.0; (B)(6) 2014: positron emission tomography (pet) scan; (B)(6) 2014: diagnostic angiogram. The other xience v stent referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with the use of coronary stents. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.